Event description:
It was reported that the patient received possible inappropriate high voltage therapy and anti-tachycardia pacing (atp) for episodes that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the true rhythm was thought to be sinus tachycardia. The crt-d was reprogrammed and remains in use.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy and anti-tachycardia pacing (atp) for episodes that the cardiac resynchronization therapy defibrillator (crt-d) classified as ventricular tachycardia (vt). The crt-d remains in use. No further patient complications have been reported as a result of this event. It was further reported that the true rhythm was thought to be sinus tachycardia. The crt-d was reprogrammed and remains in use. It was additionally reported that the rhythm may have been supra ventricular tachycardia (svt).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.